Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing due to lead body damage, possibly cause by a clavicular crush. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.